Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that two screws were loose/migrated at l3 and s1. Patient has refused revision surgery.

Manufacturer narrative:
(B)(4): a review of radiographic images show ap and lateral preoperative views show mild degenerative disc disease most pronounced at l5 but commensurate with age. Instability and foraminal stenosis is reported at l4 but cannot be verified. Postoperative films show construct from l3 to s1 with pedicle screws. Interbody devices are seen at l3, l4 and l5. Position of implants appears excellent . Subsequent films report failure of fusion at l3 and l5 with loosening of l3 and s1 screws. Patient has refused further surgery.